Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure the guide wire adhered to the balloon catheter. The lesion location and details are not known. The physician was advancing another manufacturer¿s balloon catheter over the platinum plus guide wire. Prior to reaching the intended location, the guide wire became 'stuck' inside the balloon catheter and could not be removed. Both devices were removed from the patient as a unit. The physician completed the procedure with another of the same device. No complications were reported and the patient's status was reported as 'stable'.

Manufacturer narrative:
(B)(4). This complaint was opened to address a patient reaction of peritonitis. Root cause for the peritonitis was not identified due to insufficient information available. Since no sample was available for evaluation, no root cause can be determined through sample inspection. No specific product failures were indicated in the complaint report that could contribute to peritonitis. Since there is not enough information to determine any possible product failure source, no potential causes can be listed. A batch review was performed for suspect lot numbers, with no defects noted. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis with (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the reporting nurse stated that on (B)(6) 2010, the patient developed peritonitis. On (B)(6) 2010, the patient was hospitalized due to (B)(6). Treatment information was not provided. In 2010, pd therapy was withdrawn. The patient was recovering from the event. It was unknown whether there was a break in aseptic technique.